Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was below 50mg/dl. Customer stated that due to low blood glucose he fell on the insulin pump and hit the table leading to breakage of insulin pump. Customer took chocolate milk and crackers for treating low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement test due to cracked bleeding lcd noted.